Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range (oor) pacing impedance measurements. An x-ray was performed, which did not reveal any anomalies. The physician still suspected lead fracture. It was noted this patient does ballroom dancing, which could have contributed to lead damage. The decision was made to reprogram the device to vvir mode. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.